Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation the monitor was unable  to complete incoming functional testing. The cause for the failure was isolated to a defective q701 component on the computer/analog pca. The root cause of the defective q701 cannot be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.